Manufacturer narrative:
Investigation: the disposable set was returned for investigation. Upon visual inspection the following observations were noted: there is fluid throughout the set and blood present in the channel. The blue roller clamp has been misassembled and is on the return line in the closed position causing occlusion of the return line. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Testing was completed in the lab regarding the flow rate of saline. A saline bag with 850ml was raised to the maximum height of the optia IV pole. The return saline line was allowed to free flow from the height of the IV pole to the approximate height of a hospital bed (the top of the optia centrifuge). The free flow rate of saline from this height was 18ml/min. Therefore, the maximum amount of saline that was returned to the patient is estimated to be(18ml/min * 8 min) = 144ml. Given the patients tbv of 4115ml, this additional volume is approximately 3.5% (144 ml/ 4115 ml) of the patient's tbv. Root cause: part evaluation confirms that the root cause for the alarms and procedure end is related to a misassembly of the blue saline roller clamp being assembled onto the return line rather than the return saline line. Review of the rdf confirmed the generation of several alarms to indicate the correct clamps were not properly open and/or closed at the appropriate times during this procedure. The"return saline line failed integrity test" alarm occurred three times during loading of the disposable set. When the set is being loaded, both saline lines are supposed to be closed while both pinch clamps on the inlet and return lines are supposed to be open. This alarm is triggered if either the pinch clamp on the return line is clamped or if the roller clamp on the return saline line is open. In this instance, with the known misassembly of having the return saline roller clamp on the return line instead of the return saline line, closure of this clamp would cause the "return saline line failed integrity test" alarm. The operator attempted to retry the alarm 3 times and was able to pass on the third try. This is likely because the operator closed the return line pinch clamp and opened the return saline roller clamp. Swapping which lines are clamped off would allow the system to see the appropriate pressures at the return pressure sensor and continue with the procedure. At this point in the procedure neither the patient, nor any fluids have been connected. Once the operator cleared the return saline line alarms, the system continued to prime the set and advance to the prime divert substate. During prime divert, the pinch clamp on the return line should be closed while the roller clamp should remain open to allow prime saline to be diverted back to the saline bag. The set does contain prime saline at this point and the patient has been connected; however, since the return line pinch clamp is closed, no fluids should be returning to the patient. Pressure signals in the dlog for the return pressure sensor confirm the pinch clamp was closed and prime saline was properly diverted to the saline bag. At the end of prime divert, the operator is prompted to close the return saline roller clamp. The system does a subsequent check via the return pressure sensor to verify both clamps are closed. No alarms were generated at this time, indicating both clamps were closed. After the check has been completed, the operator is then prompted to open the return line pinchclamp while the return saline roller clamp remains closed. Immediately following this action, the system generated three "return pressure was too high" alarms. This alarm can occur if the pinch clamp was not opened, or in this case, because the roller clamp was on the incorrect line and was closed. This caused the pressure in the return line to be too high. The operator proceeded to review the causes of this alarm, stop the centrifuge, and retry two additional times. Correction: manufacturing staff were made aware of this issue and retrained to the appropriate procedures.

Event description:
Patient gender and weight were obtained from the run data file (rdf).

Event description:
The customer reported that at the beginning of an autologous stem cell collection procedure,they received multiple alarms. The operator stopped and aborted the procedure. A new disposable set was setup on the same machine and the procedure was successfully completed. Due to EU personal data protection laws, the patient information is not available from the customer. Patient outcome is not available at this time.